Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure event observed during analysis. Final analysis found lead insulation degradation from distal to the connector boot. (B)(4).